Event description:
The patient had her device explanted at her request. The device was functioning fine but was not covering her pain any longer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. It was functioning okay.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.